Event description:
It was reported that the device had an alert of capacitor charge time limit reached. This device was in the original packaging and not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported complaint observed in the field was confirmed in the lab. The device was tested in the lab and on uts and yielded normal charge time measurement. The cause of the extended charge time was caused by the device being exposed to extreme temperatures.